Event description:
Customer reported that when the tube arm moves laterally, the system displays a motion error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but has not yet completed troubleshooting and repair.